Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the central peg reamer tip cracked while reaming the glenoid of the patient. It was discovered after the procedure was completed. No complications, injuries, or surgical interventions were reported, and no foreign bodies were reported retained due to this malfunction. It was reported that no further information is available.